Manufacturer narrative:
The explanted lead was not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) pacing lead presented to the emergency room ten days post-implant, complaining of abdominal pain. A chest x-ray showed the rv lead was outside the cardiac silhouette, indicating a perforation had occurred. No pericardial effusion was present and the patient¿s hemodynamic status was very good. Device interrogation revealed loss of capture (loc) but the patient denied any syncope. The lead was extracted by a cardiothoracic surgeon at the implanting hospital, with no complications reported. Approximately two months later, a new rv lead was successfully implanted at another facility. No additional adverse patient effects were reported.